Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, as the implantable pulse generator (ipg) was no longer holding an adequate charge. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available, despite good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information received indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, as the implantable pulse generator (ipg) was no longer holding an adequate charge. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available, despite good faith efforts. Additional information received indicated the patient is doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available, despite good faith effort requests.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block(s) b5. Despite good faith efforts, no further information could be obtained. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The implantable pulse generator (ipg) was no longer able to hold an adequate charge, resulting in loss of stimulation and return of pain. The current location of the explanted device is unknown. Additional information received indicated the patient is doing well postoperatively.